Event description:
During a peritoneal cancer, one physician used the subject device and other physician used a monopolar device. The instruments got close together, while both in operation, and this is where the ignition was detected. There was a spark which follows by a small flame, about 3 cm in height. It was also extinguished very quickly once the instruments were moved away from each other. There was no actual malfunction in either device. Thunderbeat continued to work well after the event. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on the description reported by distributor, we have concluded that the subject device and monopolar device got close together and the spark occurred from monopolar device. The spark ignited the mist of fat produced by ultrasonic vibrations. The tb-0510ic instruction manual already states; warning: do not use a high-frequency therapeutic device or laser in the proximity of the area being treated with thunderbeat at the same time. Otherwise, sparks transferred to the mist produced by ultrasonic vibrations may cause burns. This report is being submitted as a medical device report in an abundance of caution.